Manufacturer narrative:
The customer was sent a replacement pump to help resolve the issue. The customer was contacted on (B)(6) 2017 , the customer stated that she had been diagnosed with mastitis for the 2nd time in 2 months, and just finished a prescription of antibiotics. She's also taking lecithin to reduce plugged ducts. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in ir14-(B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported on (B)(6) 2017 that her pump in style was not suctioning and turns itself off. The customer also reported that she had and was being treated for mastitis.